Event description:
Information received indicates the bed is slowly drifting into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to hydraulic manifold. He replaced the hydraulic manifold to repair the bed.